Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first and second priming sequences before it was deactivated. Timeouts as well as drive stalls were observed in the device data. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The needle mechanism was inspected and no damages or abnormalities were found that could cause the needle to not deploy. The drive mechanism was inspected and found contamination on the commutator cap. However, since the rerun data did not generate any abnormalities with the rotational sensor data, the contamination observed on the commutator cap cannot be attributed as to why the needle did not deploy. Therefore, the exact cause for the needle to not deploy could not be conclusively determined.